Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue delivery sheath. It was noted at the start of procedure, small pericardial effusion was seen via transesophageal echocardiography (tee) and intracardiac echocardiography (ice). It was noted the patient's left atrial appendage anatomy was shallow. During procedure, there was one partial recapture of the 22mm amulet before successful implant. It was reported the device was never completely retracted into the delivery system. The patient was administered heparin during procedure. After device deployment, it was reported there was a small increase in the pericardial effusion. The effusion was monitored via ice for 10min and there was no further increase. Procedure ended without further issue and patient was in stable condition. It was then reported 1 hour post-procedure, the patient complained of chest tightness. A transthoracic echocardiography confirmed 22mm amulet remained in place and the small effusion had accumulation on the anterior side of the heart. A decision was made to perform a pericardiocentesis and 160ml of blood was drained with a drain was left in place overnight. There was no further fluid/blood pulled off the patient. The patient status was reported stable with stable blood pressure and rhythm and was discharged the next morning.

Manufacturer narrative:
An event of angina and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, it was noted the patient's left atrial appendage anatomy was shallow so there was not a lot of depth to work with but minimal manipulations were required. After device deployment, it was reported there was a small increase in the pericardial effusion. Later on, the patient complained of chest tightness. A decision was made to perform a pericardiocentesis and 160ml of blood was drained with a drain was left in place overnight. Based on the information received, the cause of the reported event appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue delivery sheath. It was noted at the start of procedure, small pericardial effusion was seen via transesophageal echocardiography (tee) and intracardiac echocardiography (ice). It was noted the patient's left atrial appendage anatomy was shallow. During procedure, there was one partial recapture of the 22mm amulet before successful implant. It was reported the device was never completely retracted into the delivery system. The patient was administered heparin during procedure. After device deployment, it was reported there was a small increase in the pericardial effusion. The effusion was monitored via ice for 10min and there was no further increase. Procedure ended without further issue and patient was in stable condition. It was then reported 1 hour post-procedure, the patient complained of chest tightness. A transthoracic echocardiography confirmed 22mm amulet remained in place and the small effusion had accumulation on the anterior side of the heart. A decision was made to perform a pericardiocentesis and 160ml of blood was drained with a drain was left in place overnight. There was no further fluid/blood pulled off the patient. The patient status was reported stable with stable blood pressure and rhythm and was discharged the next morning.